Event description:
It was reported that the customer passed away. Caller stated that he believes the cause of death was diabetes related. Customer's last blood glucose was 45 mg/dl. Caller stated that the customer passed away during the night and her family found her dead in the morning. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.